Event description:
The patient was hospitalized post procedure due to breathing issues. An angio CT revealed a pulmonary vein stenosis and an angioplasty was done to treat the stenosis. There was no alleged malfunction with any abbott device. During the pulmonary vein isolation procedure on (B)(6) 2023. Ablation of the pulmonary veins was completed in a patient with paroxysmal atrial fibrillation with high power and short duration strategy. During the procedure, all veins were tested in order to validate isolation. The method of validation used pacing inside the veins with an hd grid catheter. The procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported stenosis remains unknown.